Event description:
It was reported that the patient died on (B)(6), 2014. The suspected cause of death was sudep. The patient ran out of medications and did not take his last dose before going to bed last night.